Event description:
Information was received from a patient representative (patient rep) regarding a patient receiving morphine (unknown dosage and conc entration) via an implantable infusion pump for non-malignant pain. It was reported that the patient had their pump filled (B)(6) 2025 and 2 hours later the patient was 'acting high' which the patient rep clarified the patient was 'acting like they were overdosing '. The next day the patient's healthcare provider (hcp) turned the pump down. The patient rep stated that ever since then the patient has been throwing up and can't hold anything down, and can't eat. The patient rep stated the patient is itching and their eyes are swollen shut. The patient rep stated they have talked to a manufacturer's representative (rep) and they cannot get the hcp to call them back. The rep has not been able to get in contact with the hcp either. It was suggested they keep trying to reach the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). The hcp did not think the patient had an overdose episode. Instead, they were having symptoms of a spinal fluid leak after the implant which resolved after a blood patch. The rate was decreased as a precaution. The new lower rate of 150mcg/day seemed to be working fine, so it was left alone for now as the patient continued to adjust to the system. The patient was feeling better and was seeing an ophthalmologist to double check that their vision was okay. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.